Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg pocket had reopened and the battery was surfacing. In turn, the physician explanted the scs ipg.